Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The vacuum test failed. Failure due to clogged hp filters. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 and also when the treatment progressed into fill 1. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external part of the cassette. Upon follow up, the patient¿s caretaker reported that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received a new cycler and the patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 and also when the treatment progressed into fill 1. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external part of the cassette. Upon follow up, the patient¿s caretaker reported that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received a new cycler and the patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return for investigation.